Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician was notified of the patient¿s issue of not having stimulation and only having stimulation on the left, and the rep is waiting to see if the reprogramming helps the patient or not. They stated that the cause of the issue was not determined. The rep noted that the patient¿s pain is returning on the right side. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was not feeling stimulation after turning all the way up to 7.5. Normal settings 1.5-2. Patients also reports only feeling on left when he does feel it. The patient needs stimulation bilaterally. Patient also reports he had a fall but this all occurred after these changes. An impedance check was performed and was within normal limits. The representative attempted to reprogram and was able to reach perception around 1-2.0, however only getting left side all over the lead. The plan was to put on high density for the time being. The healthcare provider was informed, and the patient was directed to follow-up as needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient is only feeling stimulation in left side with no relief on right side. He also reports stim randomly increasing to 7.6 without him touching controller. Patient states adaptive stimulation was not on when this happened. When rep interrogated adaptive stim was on but no position settings were higher than 2.0. When looking at reports his max settings did not reach what the patient described. Instructed patient to write down date and time if it happens again. No further patient symptoms or complications were reported in this event.